Event description:
The customer reported to olympus when connecting their evis exera iii colonovideoscope it displayed an unsupported scope error (e315). The event occurred during preparation for usage in an unspecified procedure. There were no reports of harm, death, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection no image displayed an error 216 occurred. It was also noted deep scratches on the switch, play in the control knob, and the objective edge lens was chipped. Additionally, the distal sheath adhesive is cracked, the insertion tube and light guide has minor scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause of the event is due to water invasion in the scope connector, electrical components were broken, and error message was displayed. It is also likely that the connector cap of leak tester was attached to venting connector of the device while water adhered to these components. Additionally, the connector cap of leakage tester was attached/detached to venting connector of the device under water. The event can be detected/prevented by following the instructions for use (IFU) which state: ·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.